Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. A review of the event history log revealed "upstream occlusion" alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the upstream occlusion sensor. The upstream occlusion sensor requires calibration to address this issue. Full release testing will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.